Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported a loss of therapy. The patient reported that stimulation will work sometimes and sometimes it didn't. The patient reported that stimulation would turn off by itself. The patient reported that sometimes stimulation would increase on its own while he was laying down. The patient reported that he saw the doctor screen on his programmer and didn't know the code. The patient reported seeing the poor communication screen. The patient didn't have his programmer with him at the time of the call so no troubleshooting could be done. It was reported that these issues started in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator stopped working. No further complications were reported.